Event description:
This patient underwent uneventful primary cementless total knee arthroplasty using the zimmer nexgen trabecular metal primary patella design in combination with a cementless femoral and tibial component in (B)(6) 2006. He was noted on subsequent routine follow-up radiographs to have an atraumatic fracture of the metal-backed patellar component in (B)(6) 2008. Eventually, he developed a chronic prosthetic joint infection that required explantation of his implants. His implant was noted to be fibrous ingrown at the time of explant. This problem is concerning as we have had several other patients who have underwent primary total knee arthroplasty using the same implant who have developed fractures of the metal-backed patella. In our series of 30 total knees in 29 patients, we noted 6 patellar component fractures which is a failure rate of 20 percent. Among these 6 patients with patellar component fractures, 3 have subsequently required revision for a revision rate of 50 percent. These fractures have been observed to occur on a delayed basis at an average of over 5 years postoperatively and all component fractures were noted to have a transverse pattern. These observations suggest that repetitive bending loads applied to the patella by the femoral trochlea may have ultimately resulted in fatigue fracture of the highly porous tantalum. This finding is potentially concerning as fracture of the metal backing can result in third-body wear, metallosis and increased strain on the polyethylene, which can lead to failure over time.